Event description:
This case was reported by a lawyer and described the occurrence of neurological injury in a male, patient, who, took poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient took poligrip at unknown dosing. At an unknown time after starting poligrip, the patient experienced a neurological injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received 06 july 2010, via medical records. On (B)(6) 2009, the patient was seen by neurology for complaints of numbness. Two months ago ((B)(6) 2009), the patient started having some severe pain in both knees. An orthopedic dr informed him that there was no evidence of any arthritis in his knees. He was placed on tramadol with significant improvements of the pain. A few days after developing the knee pain, he noticed numbness involving his toes. The numbness has progressed up to his knees and in the last couple of weeks; he noticed similar symptoms in his fingertips. The patient had never experienced altered sensation like this before. The patient also felt some paresthesias in his feet and an uncomfortable feeling even with light touch. The patient had gait unsteadiness and felt unsafe in the shower. The patient had a few falls and one episode of bowel incontinence. The patient had a history of low back and neck pain, but without worsening in the last couple of months. The patient was diagnosed with a sensory polyneuropathy involving the lower extremities and to a lesser extent, the upper extremities that had evolved in the last two months in a very rapid course. The patient was concerned about the possibility of zinc causing his symptoms, after watching a show on television. On (B)(6) 2009, it was reported the electromyography (emg) showed evidence for an axonal length-dependent sensorimotor polyneuropathy. His copper level was less than 10 and zinc level was 146. Oral copper supplementation was started. The patient's daughter reported he had been using poligrip for his dentures for years and apparently there were high doses of zinc in that. The patient was instructed to discontinue poligrip or any other potential supplements that contained zinc. The physician assessed that there was a possibility of the patient's neuropathy be due to copper deficiency related to the use of extra zinc. On (B)(6) 2010, the copper level was 109 (normal 70 to 140 ug/dl) and the zinc level was 83 (normal 60 to 120 ug/dl). On (B)(6) 2010, the patient reported the bowel incontinence had become a frequent issue since christmas time, as well as severe constipation. The patient only had two bowel movements in the last month. Dulcolax helped some. The patient's walking was slightly worse than one week ago. He stopped working because he felt it was not safe enough. He continued to have numbness in his feet and in his fingertips and felt that his balance was off, but he was still able to walk without a cane for a short distance. The physician assessed the constipation to be related to ongoing tramadol use. Neurontin was started and tramadol was tapered off. A magnetic resonance imaging (MRI) of the entire spine was ordered to rule out structural abnormality. On (B)(6) 2010, mris of the cervical, thoracic, and lumbosacral spine did not show abnormalities of the spinal cord. The patient had some osteoarthritis, but not compressing any nerve or spinal cord. The patient felt the sensation in the right foot was a little better than it was before. The patient's constipation had gotten better with the use of miralax. The patient's copper was 100 and zinc level was 64, (both normal). On (B)(6) 2010, the patient had been referred to a pain clinic and his gabapentin discontinued and lyrica started. His pain had better control. He continued amitriptyline at night. His walking had improved with physical therapy. He was walking with a walker most of the time. He continued to take tramadol during the day but had stopped taking the night dose. The patient was feeling much better with the use of high doses of lyrica and continued to take the amitriptyline at night. He continued to receive physical therapy and had four more sessions. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Manufacturer narrative:
.